Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (cannot complete testing) was confirmed. As received, the monitor would not power on. Upon evaluation, multiple components were damaged on the computer / analog (ca) board and defibrillator board. The cause of the inability to power on is the damaged components. The cause of the damaged components is high voltage deviating to low voltage circuitry. The root cause of the deviation cannot be positively identified due to the extent of the damage. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that it could not complete testing.